Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a diaphragmatic hernia repair, one of the needle attachment ends was still exposed. The device was not difficult to toggle, load, or unload. No patient complication.